Event description:
It was reported that when removing the packaging, the stitching was found to be loose on the cannula. There was no patient involvement or harm/adverse event reported.

Manufacturer narrative:
Other operator of device: operator of device is unknown. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: updated. No device was received for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records could not be completed as the correct lot number was not provided by the customer.